Event description:
Deaths captured under MFR. Report # 2916596-2023-07212.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas) and the reported events could not be conclusively determined through this investigation. The report of pump thormbosis could not be confirmed through this evaluation. Furthermore, a specific cause for the reported driveline infections could not be determined. The heartmate 3 device serial numbers and other specific case/patient information are not available and were not requested. No product was evaluated under this complaint. The device history records could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists stroke, bleeding, device thrombosis, infection, and multiple organ dysfunctions/failures, including right heart failure, as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 (under "right heart failure") also discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." The heartmate 3 lvas patient handbook, rev. D, is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Department of cardiac surgery, leipzig heart center, leipzig, germany; helsinki university central hospital, helsinki, helsinki, finland; department of cardiac surgery, bologna university, bologna, italy; department of cardiac surgery, medical university vienna, vienna, austria; department of cardiovascular surgery, university heart and vascular center hamburg, university hospital hamburg-eppendorf, hamburg, germany; department of cardiothoracic and vascular surgery, deutsches herzzentrum der charite (dhzc), berlin, germany; department of cardiovascular and thoracic surgery, heart and diabetes center nrw, bad oeynhausen, germany specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event is approximate as the data was collected between (B)(6) 2016 and (B)(6) 2022. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article ¿outcome of patients supported with heartmate 3 after extra-corporeal life support. On behalf of durable mcs after ecls study group¿ that heartmate 3 (hm3) may be associated with right heart failure, stroke, multisystem organ failure, bleeding, driveline infection, pump thrombosis, and death. This retrospective study assessed the outcomes of patients implanted with hm3 following extra-corporeal life support (ecls) from (B)(6) 2016 through (B)(6) 2022 across 14 centers. A total of 337 patients bridged to mechanical circulatory support (mcs) were included in the study. 140 of these patients were implanted with hm3, and their outcomes were compared to 197 patients implanted with other pumps, including medtronic hvad and heartmate ii. Results found that 47% of hm3 patients and 39% of other mcs patients had right ventricular failure postoperatively, requiring a temporary right ventricular assist device (rvad) (p= 0.2); hm3 patients were on rvad support for an average of 15 days. Hm3 patients were noted to have a lower chest tube output (900 vs 1195 ml, p = 0.03). Hm3 patients were also noted to have significantly lower postoperative stroke (16% vs. 28%, p = 0.01) and pump thrombosis (3% vs. 8%, p = 0.02). Reexploration for bleeding was required for 26% of hm3 patients and 57% of other mcs patients; the administration of fresh frozen plasma (ffp), red blood cell packs (rbc), and platelets was comparable between the two groups. Postoperative gastrointestinal bleeding was observed in 12% of hm3 patients and 17% of other mcs patients. Postoperative driveline infections were observed in 32% of hm3 patients and 27% of other mcs patients. The 30-day, 1-year, and 3-year survival rate of the hm3 group was 87%, 73%, and 65%, respectively, compared to the other mcs group survival rate of 81%, 56%, and 48%, respectively. Multisystem organ failure was the leading cause of death for both groups, accounting for 45% of hm3 patient deaths and 59% of other mcs patient deaths. The average mcs support duration was 11 months for hm3 patients and 13 for other mcs patients (p = 0.8). Left ventricular recovery leading to device explant was observed in 3% of hm3 patients and 4% of other mcs patients (p > 0.9). Heart transplant was listed as an outcome for 15% of hm3 patients and 18% of other mcs patients, but no further information was given regarding the outcome.